Manufacturer narrative:
(B)(4). The device is in the process of being returned to baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional relevant information become available.

Manufacturer narrative:
(B)(4). The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The reported condition was not confirmed and the root cause was undetermined.

Event description:
A peritoneal dialysis nurse (pdrn) had contacted global pharmacovigilance (gpv) regarding patient adverse reaction. The home patient (hp) started on 2l extraneal for day dwell on (B)(6) 2012. The first dose was infused on (B)(6) 2012. On (B)(6) 2012 the hp's daughter-in-law called to report a rash which developed on (B)(6) 2012 - which was evident that day. The rash was located on the patient's breasts, abdomen, and legs. The hp was instructed to discontinue immediately, drain and take a benadryl for itching and rash symptoms. On (B)(6) 2013 the rash was much better. The weight, blood pressure (bp) and chemstrips were monitored daily. On (B)(6) 2013 the patient was found expired at home in the morning. The hp had no complaints prior to bed time or during the night. During follow up with gpv the pdrn stated that the cause of death was unknown. The pdrn stated that she had not received a death certificate on the patient. No autopsy was done. Dianeal therapy was on-going until death. Extraneal was discontinued on (B)(6) 2012. It is unknown if patient was using a baxter homechoice (hc) at the time of death. The pdrn stated that she thought the rash was due to the extraneal solution, not the baxter devices or disposable. The death was not related to dianeal or extraneal solutions, a baxter device or disposables. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of home patient passed away. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.